Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing incisional pain. It was also reported that most of the pain patient felt was over the superficial nature of the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing incisional pain. It was also reported that most of the pain patient felt was over the superficial nature of the ipg. The patient will undergo an explant procedure.